Event description:
It was reported that prior to an unknown procedure the device was not fired, but the knife came out already. The knob was broken and the cartridge is hardly disassembled. There was no patient consequence.

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly. The analysis results found that the instrument was received with the firing knob broken and a cartridge reload present void staples. No functionality test was performed due to the condition of the instrument. This damage is consistent with attempting to fire an instrument with a locked cartridge loaded. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.